Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the physician tried to put the resolution clip device over a side viewing scope or "elevator" and the "elevator" bent and broke the clip and the catheter. The same issue happened twice. The case was completed with another of the same device without any pt complications. Pt is "okay". Note: this report is for the second for two device used in the same procedure. Please refer to MFR #3005099803-2008-07071 for other related report.